Event description:
It was reported that the top of the pump containing the sleep/wake button separated from the back of the pump, allowing the screen portion to come off, while the device remained functional; the issue involved loss of or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display assembly consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation summary: complaint was confirmed. The device was returned with the display assembly separated from the housing. Fluid residue was observed in the interior components of the device. Due to fluid ingress the device will need to be scrapped.